Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient has a limb occlusion. On (B)(6) 2018, the right iliac occlusion was treated with an ovation ix iliac limb. There have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information received reporting that the patient had hip pain and did not followed up with implanting physician; yet, followed up with their non interventional cardiologist. Patient referred him to orthopedic by non interventional cardiologist. Pain persisted an patient finally had an ultrasound and computerized tomography which indicated total blockage of the rt limb all the way from the proximal to distal end, and just past the distal end. Treatment was angioplasty with a 6x80 balloon throughout the occluded limb then a 14x80 limb was placed proximally at the same level as the original limb extending down to about 2cm above the aortic bifurcation. A 10x59 non-ndologix (icast) covered stent was placed from the distal end of the new ovation limb into the common iliac so that the original limb was completely relined. An additional 8x39 non-endologix (icast) covered stent was placed inside the 10x59 to extend down to the hypo. Angioplasty was performed the entire length of the newly placed stents with a 12x40 ballon (kissing with same size balloon on the other side) at 2 - 3atm. Upon angio clot was noted in the mid-distal end of the common iliac inside the stents and at the distal end of the originally placed and occluded ovation limb. Physician angio-jetted but clot was still left with good flow. The patients pressures in the femoral were much better. The physician decided to stop and put the patient on angio max for 12 hours followed by 6 months of coumadin hoping to dissolved any remaining clot. Patient was stable post procedure.